Event description:
It was reported that the #9 key on a pump keypad is inoperable. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be completed and a supplemental report will be submitted. However, there is a reasonable probability that the malfunction involves a shorting of the keypad, which is considered a reportable event.